Manufacturer narrative:
A field service engineer (fse) indicated that the count vacuum syringe was checked and confirmed the count syringe count vacuum was low and required an adjustment. The instrument was verified by running reproducibility, controls, as well as samples with known values, meeting published performance specifications. (B)(4). Patient demographic data (age, date of birth, gender and weight) were not provided by the customer.

Event description:
The customer reported that erroneous hemoblogin (hgb), hematocrit (hct) and red blood cell (rbc) results were recovered on a single sample run multiple times on the coulter ac·t 5diff cap pierce (cp) hematology analyzer on the same day, compared to results obtained by the reference laboratory which were considered correct. Erroneous results were not reported out of the laboratory, and there was neither death nor serious injury or change to patient treatment as a result of the event.